Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not know the exact blood glucose (bg) level, reportedly; the bg level was in the 200 mg/dl range, which was addressed with loading a cartridge successfully, and resuming insulin. The customer had short and long acting insulin, and manual injections available as alternate insulin therapy.